Manufacturer narrative:
Additional information: section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor 0m000rlpvh0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection has been performed on the returned sensor and no damage or evidence of electrical shock was observed. No corrosion was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The investigation determined that the voltage on the battery in not enough to cause an explosion and all the tests performed passed, this issue is not confirmed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.